Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced low blood glucose level event on (B)(6) 2026. The blood glucose level was 63 mg/dl and the patient managed by drinking coke. No further information available.